Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station became stuck on the password screen during reboot. Multiple reboot attempts were performed, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a hard drive failure and was resolved following replacement of the hard drive by the fst. A technical support specialist (tss) remotely accessed the station and verified that it was functioning properly. The customer confirmed that the issue had already been resolved after the field service engineer (fse) replaced the hard drive. The station was operating normally, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.